Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented remotely via (B)(4). The pulse generator exhibited inappropriate mode switches. The physician elected to not reprogram the device since the patient was asymptomatic and preferred to monitor the patient.